Event description:
Reportedly, during the follow-up dated (B)(6) 2012, the pacemaker paced in vvir mode for 58% pacing since (B)(6) 2011 (ventricular output at 2.5v - 0.35ms) and battery impedance was at 4.04 kohm with an estimated residual longevity of 41 months. (B)(6), battery impedance was at 11.4 kohm, i.e. The elective replacement indicator was reached; in addition, the battery curve showed extreme climb over 10 kohm. It was reported also that patient was severely ill and died on (B)(6) 2013 but death was not pacemaker related. After patient death, the pacemaker had been exposed to low temperatures until explantation on (B)(6) 2013. The device was returned for analysis.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.